Event description:
During a pre-inspection of the scope, the image was observed to be blurry and dark. The scope was not used in the case. A replacement scope was used to perform the procedure. No add'l pt complications occurred.